Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
An attorney's office is filing a letter notice alleging that a heating pad was the cause of a burn to its client's body. There was not a report of property damages with this incident.

Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
An attorney's office is filing a letter notice alleging that a heating pad was the cause of a burn to its client's body. There was not a report of property damages with this incident.